Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4.0 cm abdominal aortic aneurysm. It was reported that the patient presented with difficulty with prolonged standing. A diagnostic angiogram revealed what appeared to be a fractured suprarenal stent. The stent graft also appeared to have migrated distally. It was noted that no type ia endoleak was seen on the angiogram. The physician stated that the cause of the event could not be determined. No treatment has been performed and the event has not resolved; however, the patient is fine. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Event description:
Additional information was received as follows: it was reported that the patient received treatment. The physician implanted a 36mm diameter endurant aortic cuff into the bifurcate stent graft to extend proximally. The cuff landed just below the lowest renal artery successfully and the event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.